Event description:
It was reported that the right ventricular (rv) lead had varying r-waves. The lead was explanted and replaced. The patient is enrolled in the (B)(4) clinical trial. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d234trk, ICD, (B)(6) 2010; 5076-52, lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Variable sensing amplitudes - patient is 94% dependent, however when r-wave amplitude is measured it is variable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.